Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip could not fire normally. The case was completed with a competitor's product. There was no pt consequence.